Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the b5, describe event or problem field for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) called technical services (ts) with their device report. The patient provided ten non-sustained ventricular tachycardia episodes had been stored due to non-physiological signals. Additional information from ts provided due to high out of range pacing impedances sensing was changed from bipolar to unipolar configuration. In addition, ts found pacing inhibition greater than two seconds. Under the unipolar configuration pacing impedances were back within normal ranges. Patient reported they are being considered for a revision. This crt-p remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) called technical services (ts) with their device report. The patient provided ten non-sustained ventricular tachycardia episodes had been stored to non-physiological signals. Additional information from ts provided due to high out of range pacing impedances sensing was changed from bipolar to unipolar configuration. In addition, ts found pacing inhibition greater than two seconds. Under the unipolar configuration pacing impedances were back within normal ranges. Patient reported they are being considered for a revision. This crt-p remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the b5, describe event or problem field for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) called technical services (ts) with their device report. The patient provided ten non-sustained ventricular tachycardia episodes had been stored due to non-physiological signals. Additional information from ts provided due to high out of range pacing impedances sensing was changed from bipolar to unipolar configuration. In addition, ts found pacing inhibition greater than two seconds. Under the unipolar configuration pacing impedances were back within normal ranges. Patient reported they are being considered for a revision. Additional information provided this crt-p was explanted. Another crt-p was implanted to complete the procedure. The device has not been returned at this time. No additional adverse patient effects were reported.